Event description:
A malfunction was reported on the pump, but no notable events occurred before the malfunction. The impact on the customer's blood glucose level was unknown as the customer declined to answer. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.